Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter field service engineer (fse) was dispatched to the customer's site to verify performance. While on site, the fse observed bubbles in aspirate probe #1 when priming. The fse replaced the probe and associated peristaltic pump tubing and continued to notice bubbles. The fse then found that the pressure sensor for aspirate probe #1 was loose. The sensor was tightened and all verification testing passed within instrument specifications. In conclusion, the cause of the falsely elevated intact parathyroid hormone (access ipth) results was due to a hardware/system malfunction. Although a malfunction has been identified as the cause, no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining falsely elevated intact parathyroid hormone (access ipth) results for seven (7) patients on the laboratory's unicel dxi 800 access immunoassay system, serial number (B)(4). On (B)(6) 2019, the initial access ipth results for the seven (7) patients were all above the normal reference range of the assay. Subsequent testing of these same samples on the same unicel dxi 800 access immunoassay system produced lower results within the assay's normal reference range. There is no indication that the access ipth results were released from the laboratory, therefore, there was no change to or impact to patient treatment or management in conjunction with this event. Assay calibrations and quality control (qc) failed for multiple assays during the timeframe of this event. The customer also performed 5000 test maintenance and ran a routine system check as part of troubleshooting which failed to meet instrument specifications. The customer did not provide any information regarding sample handling or processing including centrifugation time and speed. There was no indication that sample quality was a contributing issue to this event. A beckman coulter field service engineer (fse) was dispatched to the customer's site to verify instrument performance.